Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5180131.

Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads displayed high impedances. The patient did not experience any stimulation issues due to the impedances. The patient underwent a procedure in which the scs leads were replaced. The explanted leads will not be returned as they were discarded at the medical facility. The patient is recovering as expected.